Manufacturer narrative:
The event was reported to have occurred on an unknown date in the last 4 to 6 weeks (either aug 27 or 28). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was reported that the patient's catheter was removed due to the infection. No additional information is available.